Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned to bd for evaluation. Since the device was not returned and no objective evidence was provided the investigation will remain inconclusive for the reported missing component. The catalog number identified in section has not been cleared in the us, but is similar to the savvy long products that are cleared in the us. The pro code for the savvy long products is identified. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 48522025 pta balloon dilatation catheter experienced a missing component. The information was received from a single source. The malfunction did not involved a patient and no reported patient consequences. The (B)(6) male patient's weight was not provided.